Event description:
It was reported that during remote follow-up, post-paced t-wave oversensing (pptwos) was noted on the patient's implantable cardioverter defibrillator (ICD). Programming changes were made. The patient's condition remained stable.